Manufacturer narrative:
The 9.5f cvc was returned for evaluation with the luer and end cap from the pink extension separated from the catheter. The luer stem was reviewed under magnification, as well as the luer sleeve inner diameter. No obvious defects or marks from instruments such as hemostats were noted. The intact luer on the blue extension was pulled but could not be dislodged from the luer sleeve. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's investigation revealed all relative dimensions were taken on the returned device and found to be within specification. Without a lot number a review of the manufacture records was not possible. Testing was conducted in an attempt to replicate the issue. Five different test with the luer intentionally not fully inserted into the extension tubing with various gaps were conducted. In all cases, the amount of force required to dislodge the luer from the extension was above the minimum force allowed. The failure mode could not be replicated. The circumstances that may have caused this event cannot be determined. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. The instructions for use (IFU) contains the following precautions: *use only luer lock (threaded) connections with this catheter (including syringes, IV tubing, and end caps). *repeated overtightening of syringes and caps will reduce connector life and could lead to potential connector failure. *a 10cc syringe or larger should be used. The smaller the volume of the syringe, the higher the pressure that can be generated. Catheter rupture with possible embolization may occur. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Red lumen used for bloodwork. After bloodwork completed, writer flushed line w/ normal saline syringes & the line appeared to explode, spraying saline out. Clarification provided indicates the luer came out of the arterial extension tubing. Writer immediately clamped & inspected line - no hole/perforation; part of line attached to needleless connector had become disconnected & was still attached to flush. Part in question appears to be intact. Patient fine, writer explained what happened, charge nurse notified. Red lumen clamped w/ device clamp & kelly clamp.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.